Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms in the past. The customer did not remember blood glucose level; however, there was no reported impact to the customer's blood glucose level. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions.